Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a tavr case when anesthesia was administering fluids/medications through the sheath, the sleeve began filling with IV fluid. Fluid/blood is leaking through the psi valve back into the sleeve after placement of our temporary pacemaker wires, despite reinforcing proper technique. We have educated our operators to tighten the tuohy valve (almost to the point of overtightening) once the temporary pacer is in place to help prevent fluid from tracking back into the sleeve. There was no reported patient harm."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a tavr case when anesthesia was administering fluids/medications through the sheath, the sleeve began filling with IV fluid. Fluid/blood is leaking through the psi valve back into the sleeve after placement of our temporary pacemaker wires, despite reinforcing proper technique. We have educated our operators to tighten the tuohy valve (almost to the point of overtightening) once the temporary pacer is in place to help prevent fluid from tracking back into the sleeve. There was no reported patient harm."